Event description:
Device 3 of 3, reference MFR. Report# 1627487-2017-04507. Reference MFR. Report# 1627487-2017-04508. Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 where in the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2017-04507, reference MFR. Report# 1627487-2017-04508. It was reported the patient (B)(6) experienced back pain from cervical to lumber region. System diagnostics revealed low impedances. Surgical intervention may be taken at a later date to address the issue.